Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under this appropriate sequence number. At this time, were unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific that upon placement of a vaxcel chest port the locking collar cracked, while being connected to the catheter. The physician then removed the port and catheter, tunneled another catheter and successfully implanted a competitor's product. It was noted that no pt injury occurred due to this event.